Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch ultra-mini meter had a power issue. The complaint was classified based on the customer care advocate (cca) documentation, as well as the initial call recording which was listened to by the medical surveillance specialist (mss). The patient was unable to state when the power issue first occurred. The patient manages their diabetes by taking metformin pills (unknown dosage) and denied taking any action in response to their regular diabetes management regimen routine as a result of the power issue. The patient stated that an unknown time after the power issue began they developed ¿high blood sugar¿ and felt ¿ill¿. The patient also stated that their hemoglobin a1c test results had been higher than usual. As a result of these symptoms the patient went to ER and had their blood glucose measured on a doctor¿s meter. A blood glucose result of ¿over 300 mg/dl¿ was obtained, so as a result the patient was given insulin by a doctor in order to lower their blood glucose. At the time of troubleshooting the cca noted that the batteries did need to be changed, however the patient did not have any at the time of call. There was no misuse of the product, and the issue was resolved with training. The patient¿s products were requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them experiencing ¿high blood sugar¿ and then having to seek assistance from a doctor who administered insulin in order to lower their blood glucose levels after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.